Event description:
It was reported by the customer that the message 'maintenance required' was displayed while the patient was using the device on the cardiosave intra-aortic balloon pump (iabp). There was no patient harm or injury reported.

Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Event site postal code: (B)(6). The correction of g2,e2,e3 report source deems required. This is based on the internal evaluation. Previous g2 report source foreign, health professional, user facility, company representative. Corrected g2 report source foreign, user facility, company representative previous e2 health professional? Yes. Corrected e2 health professional? No. Previous e3 occupation other healthcare professional. Corrected e3 occupation biomedical enginner. It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) displayed a maintenance needs consideration message. The associated help message indicated that an internal communication error had occurred. There was patient involvement; however, no injury or harm occurred. As a precaution, the patient was transitioned to another pump to continue therapy. A getinge field service engineer (fse) inspected the unit and confirmed that error codes #78, #79, and #80 were recorded in the system log. According to the fse, these error codes do not typically require component replacement; however, preventive maintenance is recommended. The fse replaced the executive processor board (B)(6) and video generator board (B)(6). Following the replacement, a running test was performed, and the issue could not be reproduced. The unit passed all applicable checks and is currently operating as intended.

Event description:
N/a.